Event description:
Additional information received from the consumer reported that the circumstances that led to the infection in the urinary area was that it made the patient urinate more than normal. The patient had no idea where the infection started from and had the infection when the device was put in. The steps taken to resolve the infection was that the patient just kept changing medication. The infection in the urinary area had not been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had an infection in their urinary area since 2015 and they couldn't seem to get rid of it. The patient knew that the infection could affect how their machine worked. The patient had already raised stimulation up to 7 and wanted to know how high they could raise it. The patient already had it turned up twice. The patient mentioned they fell the day after implant on (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.